Event description:
A patient reported via a manufacturer representative she has been having neck trouble since being implanted with the device in her chest and wires down her body. The patient also reported she had brain surgery. The manufacturer representative noted the patient was shaky and hard to understand. The patient is implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.